Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator had issues with rate, output and pulse width. Analysis did find that the upper and lower cases were broken, and they were replaced. (B)(4).

Event description:
It was reported that while the biomedical engineer was doing routine testing of the epg (external pulse generator), the rate, output, and pulse width were found to be out of specification. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that while the biomedical engineer was doing routine testing of the epg (external pulse generator), the rate, output, and pulse width were found to be out of specification. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).